Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the handpiece device, and the reported condition was confirmed. An assessment was performed, and it was determined that the device had heat, a damaged connector, the labeling was missing, and the etching was illegible. It was further determined that the device failed pretest for visual assessment, label assessment, break out box motor assessment, and temperature assessment. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. UDI (B)(4).

Event description:
It was reported that during an unspecified surgical procedure it was observed that the handpiece device was not working properly and failed during the case. During in-house engineering evaluation it was determined that the device was generating heat. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.